Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed that chiller temperature (t4) took a long time to hit 10c upon power up. They verified the water in the chiller tank and discussed this was indicative of a chiller failure. They stated that would provide a quote for chiller repair with a loaner. Per review of wo on 27apr2023, chiller not cooling efficiently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed that chiller temperature (t4) took a long time to hit 10c upon power up. They verified the water in the chiller tank and discussed this was indicative of a chiller failure. They stated that would provide a quote for chiller repair with a loaner. Per review of wo on 27apr2023, chiller not cooling efficiently.